Event description:
Philips received a complaint on the defibrillator/monitor indicating that the system did not measure ECG trace during patient use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
The device was evaluated at customer site. Based on the information available, philips engineer tested all of the device measurement parts, parameters and did not identify any issue. A review of the service history for this device shows the problem has not been reported again for this device. Based on the results of additional analysis, the cause of the reported issue could not be determined. The reported problem is not confirmed. Device is working per manufacturer's specifications. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution name: (B)(6).